Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink nitroglycerin set was unable to be primed. The reporter stated that a chunk of plastic occluded the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed and results were satisfactory. A pressure test and a clear passage under water test was performed with unsatisfactory results. The set did not perform according to requirements due to an occlusion on the bushing. The reported condition was verified. The occlusion was due to a manufacturing issue of excess solvent which obstructed the fluid path. Should additional relevant information become available, a supplemental report will be submitted.